Event description:
The patient had a primary shoulder surgery on (B)(6) 2021. On (B)(6) 2022, the patient came in for a post-op appointment reporting pain and x-rays showed that glenosphere baseplate screws were broken and possible glenoid bone loss and the cause is unknown. The surgeon converted the patient from a reverse shoulder to a hemi. The surgery was completed successfully. On (B)(6) 2022, the patient came in reporting pain due to the humeral head dis-associating from the double eccenter. The surgeon had put bone graft in temporarily to help with healing process, and had planned on eventually converting the patient back to a reverse shoulder.the surgeon revised the head and the surgery was completed successfully. On (B)(6) 2022, the surgeon converted the patient back to a reverse shoulder. The surgery was completed successfully. Presently, on (B)(6) 2022, the patient came in reporting pain due to a dislocation of the liner from the glenosphere. The surgeon revised the liner, glenosphere and metaphysis. The surgery was completed successfully. The surgeon observed there was scar tissue and a bone spur on humerus posteriorly which most likely caused this dislocation.

Manufacturer narrative:
Clinical evaluation performed by medical affairs department. Dislocation of the liner from the glenosphere in a female patient who had 3 previous surgeries. In the first revision, the implant was changed to a hemi from a reverse that failed. Then, the hemi failed probably because too much weight was applied on the early operated arm. The hemi was revised sucessfully. After 5 months, the surgeon decided to change back from the hemi to a reverse shoulder. Radiographic images show the dislocation previously described. The reason of the dislocation may be that there were probably poor muscle condition and insufficient re-establishment of soft tissue tension after all surgeries even if the surgeon inserted a 9mm metaphisis and the lateralized glenosphere in order to lateralize and apply tension on the muscles. Batch review performed on (B)(6) 2022. Lot 2118737: 90 items manufactured and released on (B)(6) 2022. Expiration date: (B)(6) 2027. No anomalies found related to the problem. To date, 71 items of the same lot have been sold without any similar reported event during the period of review. Additional component involved: reverse shoulder system 04.01.0207 lat. Glenosphere 36xø24.5 (k193175) lot 2115875: 41 items manufactured and released on (B)(6) 2022. Expiration date: (B)(6) 2027. No anomalies found related to the problem. To date, 23 items of the same lot have been sold without any similar reported event during the period of review.